Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.